Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter displayed the error 5 message. The medical surveillance specialist contacted the pt to obtain/clarify info. The pt said the product issue started one day ago after dinner. She said that she tried to test her blood sugar again the next morning but could not obtain a reading. She says she tried to test to adjust her dose of novolog insulin. She takes anywhere from 10-19 units of novolog three times per day before meals based on a sliding scale. She did not specify how she adjusts her blood sugar based on the sliding scale. She says she also takes from 36-38 units of levemir between 10-11 pm daily. The pt said she needed to guess on her doses of novolog on november 18. The pt alleged that at around 9:30 pm the same morning, she developed a symptom of blurry vision, which she says is indicative of hypoglycemia for her. She treated the symptom by drinking orange juice and said she felt better within 10 minutes. She says she ate the same amount of food she normally eats that day. When asked how she took her insulin that day, she said she needed to guess on her doses and may have been able to prevent the symptom had she been able to test on her meter. It was determined during the troubleshooting telephone call, the pt's testing steps were correct and the test strips were within expiration dating. The issue was not resolved by retesting. This complaint is being reported because the pt alleged she could not obtain readings, guessed on her insulin due to the issue, and suffered a symptom that she alleges is indicative hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.